Event description:
I can't pick a date this happened because it's ongoing for two years since I had my mentor implants put in. I now suffer really bad symptoms. Heart adrenaline feelings, hot flashes, light headed, panic, anxiety. For a healthy (B)(6) who had no issues before these implants. I feel awful and don't want to leave my house because these symptoms are so severe. I still have my mentor silicone implants in. Can't afford to pay (B)(6) to remove them now. All I know is it's killing me inside out. These are so dangerous.